Event description:
(B)(6) 2022 - customer requested a replacement for a capsule which became lodged in the patient's esophagus and was retrieved with a cold snare. Frm-0089a capsule incident questionnaire was sent out to the physician to obtain more information on the reported incident. The followings are the information the physician provided, ­ patient felt "stuck" in the throat soon after swallowing the capsule. ­ no choking, vomiting, regurgitation, coughing, or symptoms reported. ­ egd was performed and the capsule was seen to be impacted at the left fossa in the pharynx.­ the capsule was successfully retrieved with a snare without complications. A replacement capsule was sent to the customer.

Manufacturer narrative:
(B)(6) 2022 - customer requested a replacement for a capsule which became lodged in the patient's esophagus and was retrieved with a cold snare. Frm-0089a capsule incident questionnaire was sent out to the physician to obtain more information on the reported incident. The followings are the information the physician provided, ­ patient felt "stuck" in the throat soon after swallowing the capsule. ­ no choking, vomiting, regurgitation, coughing, or symptoms reported. ­ egd was performed and the capsule was seen to be impacted at the left fossa in the pharynx. ­ the capsule was successfully retrieved with a snare without complications. A replacement capsule was sent to the customer.